Manufacturer narrative:
H6 updated: reportable codes updated to not apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient called back reporting they have interstim implanted for urinary retention and they are not able to pee. They had a bottle of water, small glass of juice, and tall glass of tea today and expected to be able to urinate but weren't able to. Patient increased amplitude to 7.8 but this did not resolve the issue. Reviewed considerations regarding program theory and use with patient. Recommended patient consult with managing physician to address symptoms.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient said they could not pee. They could pee some, but very little now. The symptoms had been going on for several days now. They called the manufacturer representative on friday and they called back, but the patient missed their call. They were on program 4 for a long time and were at 8.5 volts. They bumped it down to program 3 and it was not helping. The patient's current settings were checked and they were on program 3 at 5.6 volts. They switched to program 1 at 1.75 volts and were advised to monitor their symptoms for a couple days and see if they improved. There were no device issues or further patient complications reported at this time.